Event description:
On (B)(4) 2012, the reporter contacted lifescan USA, alleging the meter is just running through the calcode's from 25 to 45 then back to 1 and etc. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.